Event description:
The customer called technical support (ts) reporting that the device's power button will not power on equipment. The customer reported there was no patient involvement at the time the issue was discovered. The reported issue was discovered during pre-use setup and the device was switched out with a different device to use on the patient. There was no patient harm nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer tried removing the battery and unplugging the device, then tried powering on the unit with ac cord, unit will not power on. The customer was advised to swap the user interface (ui) assembly. If the problem persists, to replace the power management (pm) pcba. If the problem still persists, to replace the power switch overlay. The rse provided parts ID for replacement.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup and there was a delay to patient therapy. Another ventilator was used to prevent further delay, there was no patient or user harm. The customer reported to have replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.